Event description:
It was reported that the pulse generator was explanted and replaced successfully, with no reason stated. No additional information was available.

Manufacturer narrative:
Analysis found upon interrogation of the device it was above eri when received. Analysis was normal. No anomalies were found.

Event description:
New information stated that the patient was upgraded to biv pacing. There was no malfunction with the device.